Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 tricuspid regurgitation (tr) for an off-label procedure of mitraclip devices used on the tricuspid valve. During the procedure, a mitraclip xtw was advanced within the patient and attempted a highly atypical entry of the vena cava into the atrium due to a significant septal hugger. The initial attempt was unsuccessful, and the clip was retracted into the sgc when it was retracted the clip became stuck in the sgc. The clip was removed from the patient. A replacement mitraclip xtw was then successfully advanced and implanted within the anterior/septal (a/s) leaflet position. A secondary mitraclip was selected to further reduce the mr, the initial grasping attempt was successful, but regurgitation persisted. The clip was attempted to be repositioned when it became entangled within the chordae tendineae. Troubleshooting was performed unsuccessfully and the clip was implanted on the septal leaflet and the chordae. The procedure was discontinued, the final tr remained at grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.